Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to urgent care with hyperglycemia. The patient's blood glucose levels read "high" (>250 mg/dl) while wearing the pod. The patient was treated with intravenous fluids. The patient was released the same day. The pod was removed at the hospital. The pod was discarded.